Event description:
It was reported that a neurologist could not communicate with a patient's device during an office visit due to unk reason. Further information revealed the patient was still able to perceived both normal and magnet stimulation, hence the end of service condition was ruled out. At the moment, it is unk if troubleshooting steps were performed by the treating physician as good faith attempts to obtain additional information resulted unsuccessful to date.